Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse tested the system and found the cable connecting to the vision side cart (vsc) was bad. After customer replaced the energy activation cable, fse performed a system verification test, and the system passed all required tests. System tested and verified as ready for use. No image or video was available for review. A log review was performed. Per the review, the following was confirmed: the ventral hernia etep surgery was performed on (B)(6) 2022 on system sh1089. This complaint is a reportable malfunction event due to the following conclusion: the customer was not able to get the bovie to work with the system's generator after the start of the procedure. It is unknown how the customer proceeded with the procedure. Additional troubleshooting revealed that the cable connecting to the vsc was bad. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the bovie was not working. The customer replaced the instrument cable and the generator. An intuitive surgical inc. (Isi) technical support engineer (tse) suggested that the issue might related to the energy activation cable. The customer tried to replace the energy activation cable with a new energy activation cable; still the issue persisted. An intuitive surgical inc. (Isi) tse suggested trying the energy pedal that came with the valley lab (ligasure) generator. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 23-sept-2022: the issue was identified before the procedure but after the ports were placed. Trouble shooting was performed but not completed. The issue was resolved when the engineer came the following day to check it and replaced the short ligasure adapter that connect the robotic cable and the ligasure machine. The surgery was completed without the cautery device. The system powered on without error and the issue was found when starting to use the instrument.